Manufacturer narrative:
(B)(6) adverse event reporting. (B)(4). Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Event description:
The user facility contacted pentax medical customer service on 30-oct-2019 for an endoscope with "no air flow", involving pentax medical video colonoscope, model ec-3490li, serial number (B)(4). The customer owned colonoscope was returned to pentax medical for evaluation on 31-oct-2019 during evaluation the pentax medical service repair technician documented an "biopsy inlet t-piece stuck accessory at aft tube" documented under service order (B)(4) on 01-nov-2019. Other inspectional findings included: failed wet leak test, lightguide prong cover glass set loose, suction function low flow, failed dry leak test, hole in # 1 remote control button cover, bending rubber pinhole, fluid invasion not observed in pve connector, fluid invasion not observed in control, bending rubber leak at middle section. The device underwent repairs including the following components: bending rubber, remote control button, biopsy inlet t-piece, o-rings and seals. The user responded to good faith effort(gfe) emails made initially on 04-nov-2019 and again on august 20, 2020. They responded via email on 01-nov-2020 stating that the no air flow occurred during a colonoscopy procedure. The user facility was unaware of the stuck accessory (check valve). There was no reported patient injury or delay that require any medical intervention. The patient was not scheduled to be recalled for further screening. Patient demographics were provided. Pentax model ec-3490li, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service on (B)(6) 2010. The instructions for use (IFU) for reprocessing of pentax video colonoscope instructs the user to detach the water jet check valve and reprocess separately from the colonoscope. On 06-apr-2016, pentax issued a u.s. Urgent field correction which is an IFU addendum for endoscopes with instrument channels. This addendum covers any operational/cleaning accessories and therapeutic devices which can become lodged in the endoscope's instrument channel. It reminds customers to carefully check that all accessories are intact, that no parts have fallen off and become lodged within the endoscope's instrument/suction channel and to ensure that any therapeutic devices (e.g., clips, stents, balloons, etc.) Passed through the instrument channel and are accounted for after use. The colonoscope was repaired and returned to the customer on (B)(6) 2019 under delivery order number (B)(4).